Event description:
Manufacturer periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this procees and evaluated available info against current procedures. The event did not meet MDR reporting criteria per manufacturer's current procedures. In an effort to obtain additional info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by manufacturer. Cause of death is listed as sepsis. Treating neurologist indicated that the death was due to complications secondary to pneumonia and that the event was not related to the vns therapy. No autospy was performed. Device diagnostic testing at office visit approximately two weeks prior to death was within normal limits, indicating proper device function. The pt was receiving vns therapy at the time of death and had reportedly been seizure-free with the vns. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.